Event description:
In review of published literature, these findings were noted: charles j. Keith jr, ba, marc a. Passman, md, michael j. Gaffud, md, zdenek novak, md, mshi, benjamin j. Pearce, md, thomas c. Matthews, md, mark a. Patterson, md, and william d. Jordan jr, md, "comparison of long-term outcomes following endovascular repair of abdominal aortic aneurysms based on size threshold". Copyright 2013 by the society for vascular surgery. From january 2000 through december 2011, 740 patients underwent endovascular repair of abdominal aortic aneurysms at the (B)(6) hospital, 383 (51.8%) of whom were implanted with gore excluder aaa endoprostheses. The mean age ranged from 69.3 to 73.6 years. More than half of the patients were male. The article describes that post-operative limb obstruction was noted in one patient. The article did not specify whether this event involved an excluder devices.